Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, the physician was called into intensive care to interrogate device. Upon interrogation it was noted that the right atrial lead was sensing in the right ventricle. X-ray was performed, and the atrial lead was found to be dislodged. Lead was successfully repositioned on (B)(6) 2019. The patient was stable before, during and post procedure.